Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the representative was able to replicate the reported issue. It was noted that the software would load after a few minutes being left unattended. The monitor of the navigation system was then replaced without resolution and the computer was subsequently replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while setting up for a functional endoscopic sinus surgery (fess), the navigation system displayed that there was no input detected. Then when loading a cd onto the navigation system, the system became unresponsive. Restarting the navigation system did not restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.